Event description:
Customer reported device scan buttons did not come back after hard reset. Customer stated a soft reset was performed due to the device light staying on and scan buttons were not displaying. A request was made for the return of the suspect device and replacement product was sent.